Manufacturer narrative:
"(B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical."

Event description:
The compliant was reported by a customer from (B)(6). Infusion caste door issue.

Manufacturer narrative:
"Distributor information: (B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. This follow up report is submitted due typo in uf number. "

Event description:
The compliant was reported by a customer from france. Infusion caste door issue.

Manufacturer narrative:
G.1 distributor information: (B)(4). Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The compliant was reported by a customer from france. Infusion caste door issue.